Event description:
While inserting the laparoscopic camera into the trocar, pieces of the metallic rod disengaged from the instrument into the pt cavity. However, it was uncertain as to whether all the metallic pieces were retrieved from the pt cavity. Procedure: oophorocystectomy.